Manufacturer narrative:
Failure analysis (fa) lab received a vela main pcba. The vela main pcba was installed in to a known good unit. The unit was powered in service mode and the event error log was viewed, found multiple xdcr events recorded in log. A xdcr calibration was performed. Exlpress and turb press passed calibration. Xflow xdcr pressure failed 0 pressure calibration @ ad 693, by specification min: 37, max: 680, and previous at 512. The customers issue of vent inop was able to be duplicated and isolated to a bad xdcr pt802. This reported event considered a known issue addressed with an internal action. The vela main pcba was scrapped.

Event description:
The foreign distributor in (B)(6) reported that the touch screen was not working. They observed liquid patches on the touch screen. No patient involved.

Manufacturer narrative:
(B)(4). The foreign distributor evaluated the device & determined that the reported event was caused by a malfunctioning board. The foreign distributor was shipped a replacement main board kit to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty main board for evaluation. As of july 15, 2015, the alleged faulty main board has not been received.